Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at 9:52 a.m., the patient received a cgm reading of 368 mg/dl and reported feeling dehydrated. No blood glucose fingerstick (bg fs) measurement was taken at that time. In response to the high cgm reading, the patient administered what he described as ¿an excessive amount of insulin.¿ shortly thereafter, his cgm displayed a rapid decrease to 48 mg/dl, and he developed symptoms consistent with hypoglycemia, including sweating and shakiness. He attempted to self-treat by eating food. A bg fs test showed 63 mg/dl, while the cgm continued to display 48 mg/dl. As his symptoms persisted, he became concerned, removed the sensor, and asked someone at home (source not specified) to drive him to the emergency room. He did not receive any treatment or medication prior to arrival. Throughout the event, he remained alert and did not experience confusion or decreased level of consciousness. Upon presentation to the ER, his bg fs measured 132 mg/dl. No cgm reading was available, as the sensor had been removed. He was treated with IV fluids and monitored for approximately four hours, then discharged around 6:00 p.m. The same day. At discharge, he was stable and reported feeling well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e0136 tics/tremor/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.